Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 51 mg/dl without symptoms associated with an inaccurate delivery issue. It was reported that the patient thought they had a bg of 455 mg/dl, so self-treated with 19 units of insulin via their pump. At the time of the call, the patient¿s bg was 124 mg/dl and believed their bg was never 455 mg/dl, so their bg was dropping. Emergency protocol was initiated and the patient self-treated with oral carbohydrates and a glucagon injection as needed. Customer technical support remained on the phone until ems arrived. This complaint is being reported because the patient allegedly experienced a serious bg excursion while on the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2015 with the following findings: the last basal delivery was on (B)(6) 2015 12:00pm. The black box data from the reported date had been overwritten due to continued use. There was no activity outside of normal use observed. The total daily dose added up and reflected the programmed basal rate target. The battery cap was able to fit and to maintain electrical connection. ¿ez-prime¿ steps were performed correctly with no delivery interruption during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test. The product delivered within specification. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.